Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that blood leaked past the external protector of the venous transducer and into the level detector module of a 2008t machine during a patient¿s hemodialysis (hd) treatment. A user facility nurse confirmed the reported event during follow-up and provided additional information. The nurse stated that the patient was approximately halfway through treatment when the reported issue was discovered. The nurse could not recall whether the machine alarmed to indicate an issue or a member of the staff visually observed the transducer which would have alerted them to the issue. The nurse stated that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was ¿too little to quantify.¿ the patient was able to complete treatment on the same machine with the same supplies. The biomed stated that the transducer was replaced to resolve the reported issue. The venous pressure was calibrated and the machine was bleached and passed functional testing before being returned to service. The transducer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no sample is available to be returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that blood leaked past the external protector of the venous transducer and into the level detector module of a 2008t machine during a patient¿s hemodialysis (hd) treatment. A user facility nurse confirmed the reported event during follow-up and provided additional information. The nurse stated that the patient was approximately halfway through treatment when the reported issue was discovered. The nurse could not recall whether the machine alarmed to indicate an issue or a member of the staff visually observed the transducer which would have alerted them to the issue. The nurse stated that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was ¿too little to quantify.¿ the patient was able to complete treatment on the same machine with the same supplies. The biomed stated that the transducer was replaced to resolve the reported issue. The venous pressure was calibrated and the machine was bleached and passed functional testing before being returned to service. The transducer was discarded and is not available to be returned to the manufacturer for physical evaluation.